Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-11870. It was reported that the patient presented remotely via merlin.net. Interrogation showed their atrial lead capture threshold was high. The patient was asymptomatic. During the explant procedure, the physician was unable to implant the replacement due to high capture thresholds as well. A different lead was successfully implanted. The patient was stable throughout.